Manufacturer narrative:
Additional information: d9. DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles cc 02/16/26 root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference: (B)(4).

Manufacturer narrative:
Requests for additional patient and event information were performed but no response was received. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite sl device had the lower right attachment break off. The device will be returned. No additional information will be provided.